Manufacturer narrative:
On (B)(6) 2016, conmed received one (1) package containing the 10x35x0.6mm sternum saw blade for evaluation. Visual examination of the returned package/product confirmed the reported problem and found the returned package exhibited a partial seal disruption on one of the seals resulting in breach of sterility. An investigation into the exact cause of this reported problem is in process to determine the root cause and to address this issue. This lot with the unique identifier (B)(4) was manufactured on 20-oct-2015. Of the lot containing (B)(4) units, there were no other similar reports received for this item and lot number combination. A 2-year review of product history for this device showed other than this complaint there have been no other reports received of "partial seal." During this same two year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this reported failure mode (B)(4). This is an isolated incident. Nonetheless, an investigation has been opened to address this issue and to ensure product safety. This failure mode is addressed in the fmea, and the safety risk has been found to be acceptable. The reported packaging anomaly was obvious to the distributor and therefore prompted the return of the device for evaluation and replacement. To date, there have been no serious injuries or death related to this reported problem. As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Event description:
The distributor in (B)(6) reported that during routine receiving and inspection of incoming products, one of the sterile packages containing the 10x35x0.6mm sternum saw blade was discovered with a partial seal. Visual inspection found the returned package exhibited a partial seal disruption on one of the seals resulting in breach of sterility. In this instance, there was no patient involvement with this reported problem, as the packaging anomaly was discovered during inspection at the distributor facility prior to distribution to an end-user.